Event description:
Reference number (B)(4). Event occurred in the united states. On 14-july-2024, it was reported by the patient that six infusion set tubing was leaking at site area due to which hyperglycemia occurs within few hours of use. High blood glucose level was 320 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4).